Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement was attempted in a common femoral artery using a two proglide devices using the pre-close technique relative to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the needles did not connect to the sutures with both proglide devices. The sutures of two additional proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Corrections: device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. MFR site- reg# and contact name updated. Device code 2017 - failure to follow steps/instructions. The device was not returned for analysis. The perclose proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial report additional information was received. The access site was the right common femoral artery. The sheath size for the pre-close procedure was 6f. The procedure was a percutaneous endovascular aneurysm repair (pevar). Reportedly, "the sutures seemed to be disconnected from the metal tabs inside the plunger". The sheath was upsized to 12f on one side and 16f on the other side. The pre-close technique was attempted. It failed and one single proglide was used to close the lesion. No additional information was provided.